Event description:
In 2009 - false positive troponin result on triage profiler sob 25 test kit. Customer reported that triage meter gave discrepant results for troponin I (tni) compared to lab results using centaur. Customer claims false positive tni results on the whole blood sob panel with the following results: triage = 0.44 and centaur = 0.05. Sample taken about 9 hrs later was only run on centaur with a tni result of 0.04. Not known if any procedures were done as a result of this. Admitting diagnosis was hyperthyroid, afib, dyspnea.

Manufacturer narrative:
Product support tested two pt samples on retention samples from same triage lot and on access ii. Cal h was also tested on triage. The customer's returned samples were also treated for hama antibody interference testing. Pt samples 1 and 2 gave the following readings: triage: (prior to hama) 0.434 and 0.588. Triage: (after hama) --- and 0.466. Access ii: 0.07 and 0.05. Tni values for cal h were within the mfg 1sd range on triage. When reviewing the nsb spot on the second pt sample, the result suggests a possible interference from non-specific binding. Hama testing was inconclusive. Customer complaint was confirmed with customer samples suggesting a sample specific issue. However, release data met specifications.